Event description:
It was reported by the patient that she has a skin irritation on the side of the neck, under the right arm, on the arm and the right side of the chest and shoulder. The irritation started thursday or friday of last week. The patient went to the doctor on tuesday. The patient was seen the pcp and seen by 2 doctors and a pa they could not tell where the irritation was coming from. The patient believes is from the wire from the electrodes and the lead wire. Update: the patient still has the rash. The patient has been using cortisone over the counter. The area is clean with soap and water. The patient has not changed any products that she applies to her skin or laundry detergent. The patient has sensitive skin. The patient is allergic to latex. The patient gets a rash when she uses latex. The skin has cleared a little bit. I told the patient to wait until her skin is clear. Once it is clear she can start a time test with the electrodes and to use the lead wire over her clothes. The patient will call back once she speaks with the surgeon.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Concomitant medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she has a skin irritation on the side of the neck, under the right arm, on the arm and the right side of the chest and shoulder. The irritation started thursday or friday of last week. The patient went to the doctor on tuesday. The patient was seen the pcp and seen by 2 doctors and a pa they could not tell where the irritation was coming from. The patient believes is from the wire from the electrodes and the lead wire. Update: the patient still has the rash. The patient has been using cortisone over the counter. The area is clean with soap and water. The patient has not changed any products that she applies to her skin or laundry detergent. The patient has sensitive skin. The patient is allergic to latex. The patient gets a rash when she uses latex. The skin has cleared a little bit. I told the patient to wait until her skin is clear. Once it is clear she can start a time test with the electrodes and to use the lead wire over her clothes. The patient will call back once she speaks with the surgeon.